Event description:
As reported, lab employee suffered a needle stick injury from a 21g 2 3/4" introducer safety needle packaged with an xcela valved PICC device. It was originally reported that the "safety mechanism was defective." But further info from the hospital states that "they acknowledge that it could have been a product failure or user error. They do not know and are not assigning responsibility for the injury." The employee is going through blood borne pathogen (bbp) testing for the next year. The initial bbp tests were negative. No complications have resulted from the needle stick injury. The used device is not available for return to navilyst medical.

Manufacturer narrative:
In lieu of a reported item number and/or lot number, a ship history report (shr) was generated for item number (B)(4) (the two PICC upns purchased by this hospital) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. Only one lot of each item number was obtained from the shr. The device history records for the two packaging lots obtained through the ship history report were reviewed. In addition, the corresponding lots for the needle component were reviewed. The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical complaint report for (B)(6) 2010 was reviewed for the product family of xcela pasv PICC and the failure mode of "user injury." No similar complaints had been reported in the 15 months captured in the report. Navilyst medical's needle supplier, neo medical has been made aware of this event. Incoming inspection procedures for this needle include a visual inspection, dimensional checks (ID, od, needle & bevel length) and a test of the safety feature to insure functionality. The root cause of the event is unable to be determined, however there is nothing to indicate that the failure was due to a manufacturing or design issue. (B)(4).